Event description:
The customer reported that the pt's atrial lead was capped on (B)(6) 2014, as it was fractured. No subsequent device or clinical adverse events have been reported. The lead was actively implanted for approx 9 years, 10 months.

Manufacturer narrative:
The lead was capped, therefore, it will not be returned for analysis. As a result ,the allegations against this lead cannot be confirmed. No subsequent device or clinical adverse events have been reported. The event will be re-evaluated if add'l info becomes available. No allegation out lead failed to meet its performance specs or caused or contributed to the reported event. Lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No rend of the same or similar type was found or indicated.